Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:3006705815-2022-15193. Related manufacturer reference number:1627487-2022-03562. It was reported that the patient experienced ineffective therapy and was unable to place their system in MRI mode. As a result, surgical intervention was undertaken in (B)(6) 2022 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
The reported observation of ¿unable to set ipg to MRI mode¿ was not confirmed. The root cause of the reported observation could not be ascertained. The observation occurred 3.25 years prior to the explant date. No programmer logs from the observation were provided. The device logs suggested the device provided normal stimulation prior to explant. No further testing could be performed due to the returned condition of the device.